Event description:
It was reported that during central processing, the prograsp forceps instrument jaws were completely broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis.